Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that there was no alarm from the complaint device due to a defective speaker and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.